Manufacturer narrative:
The device was received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified and moderately tortuous. A hi-torque balance middleweight universal (bmw) guide wire was placed without issue, but difficulty was noted when advancing an optical coherence tomography (oct) catheter onto the bmw. The bmw then lost position, so it was removed without issue from the anatomy. Once removed, it was noted that it had unraveled, but remained in one piece. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire, and the reported break/separation was confirmed. The reported difficulty to advance/position was unable to be confirmed due to the guide wire separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. It is likely that during advancement, the optical coherence tomography (oct) catheter encountered resistance with the heavily tortuous and moderately tortuous anatomy causing the difficulty to advance/position over the guide wire. Manipulation against resistance likely causing the wire core to kink and separate. The core at the separation was bent as if kinked or bent prior to separation. The stretched coils likely occurred during retraction of the wire. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: device code 4007 - removed.